Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8352-50 serial#: (B)(4) description: coveredge x 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient had spinal cord compression. Symptom was the patient experiencing numbness. The patient underwent a revision procedure wherein ipg and lead were replaced. The patient was doing well post operatively.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the ipg passed all tests performed. Sc-8352-50 (B)(4) device evaluation indicated that the lead was cut approximately 38 cm from the proximal ends and paddle is missing, no cables are exposed. Damage to the device is similar to the typical explant procedure and is not considered a failure.

Event description:
A report was received that the patient had spinal cord compression. Symptom was the patient experiencing numbness. The patient underwent a revision procedure wherein ipg and lead were replaced. The patient was doing well post operatively.